Event description:
The disposable loading unit was used with an auto suture ila stapler during a gastric bypass procedure. Reportedly, the staples did not form properly. The surgeon used another cartridge to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.